Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run alarm. Settings reviewed, pump turned off and tubing clamped. Cassette removed. No air in tubing. Tubing massaged and cassette attached. Upon restart, alarm returns. Process repeated and alarm persists. No further information available.